Event description:
It was reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.

Event description:
Reporter alleged that compact blood glucose test strips were labeled with an expiration date of 2012-05. The manufacturer's batch record shows the actual expiration date to be 2006-05. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.